Manufacturer narrative:
(B)(4). Additional information requested but unavailable: which vessel was bleeding? Was the surgeon having hemostasis issues with main vessel or during mobilization? On what vessel was the device used? Describe the surgeon¿s steps for use to include the advancement of knife blade in correlation to tone two? What is meant by not getting correct tones? What tones were heard? Any generator alert screens? What is approximate blood loss intraoperatively? Postoperatively? What was found at re-op? Were any substitute blood products used? What was the pre-op post-op hematinic and hemoglobin levels? Please confirm if the return device was the first or the second device? What factors does the surgeon believe were instrumental in leading to the patient¿s death? Does the patient have any known coagulopoly disorder? Was this patient given any anti-coagulate to prevent post-operative complications?

Event description:
It was reported that during a paraesophageal hernia repair, the doctor was taking down vessels with the enseal device and noticed the device wasn't sealing correctly, the device wasn't getting the correct tones and the black plastic on the articulating shaft of the instrument was starting to fray. A second like instrument was used to reseal and control the bleeding with no consequence to the patient. One hour after the procedure, the patient was returned to surgery, due to dropping levels and was reoperated to control bleeding. The patient remained in the hospital for three days. Due to the patient's religious beliefs, blood transfusions weren't accepted by the patient and the patient expired.

Manufacturer narrative:
(B)(4). Investigation summary - the device was received with no apparent damage. Upon visual inspection to the device no damaged was observed at the shaft cover as reported. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached and tone 3 is heard when the cycle is complete). The device was tested with the test media and no anomalies were found. There were no anomalies noted with the functionality of the device. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.